Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. Attachment: user facility medsun report - uf/importer report # (B)(4).

Event description:
User facility medsun report (# (B)(4)) received, stating: describe the event or problem: after step 1 of the device use, the sutures broke and unable to complete the device use, removed from the groin puncture site.

Manufacturer narrative:
A visual inspection was performed on the returned device. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to operational context. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/suture pulled beyond point of tautness during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.